Event description:
Per the clinic, the device was explanted (date not reported) due an unknown reason. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report, (B)(6) 2015. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2014, due to infection at the implant site. This report is filed april 8, 2015.

Manufacturer narrative:
(B)(4).